Event description:
The monitor of surgical laser is not moving to next screen and the laser is not turning on. Failure code on screen: memory frequency for (B)(4)-detecting ide drives). The hospital had to cancel 4 treatments already scheduled. The event has happened before the treatment.

Manufacturer narrative:
The panel pc had a hardware failure. This event has happened before the treatment. The pt surgery had to be postponed. The panel pc has been substituted.